Event description:
It was reported that during normal device change-out, insulation anomaly was seen on the lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.